Event description:
A ventilator was returned to the MFR for routine maintenance. There was no allegation of device malfunction. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed to power on. The device's power supply was replaced to address the issue.